Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check four hours post implant revealed a decrease in r-waves since the implant. Fluoroscopy determined that the right ventricular (rv) lead had become dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.